Event description:
It was reported that the device was explanted because it shocked 3 times and then couldn't be interrogated. Eol suspected. Device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.